Manufacturer narrative:
The initial reporter was a getinge employee. Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 18th march, 2024 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated that the paint chipped off due to a collision. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00240) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00230). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2024-00230).